Event description:
Boston scientific received information that the patient with this device system was admitted to the hospital due to a urinary tract infection. The patient was prescribed with six weeks of oral antibiotics and released from the hospital. The physician noted that the infection was not device related. At a later date the device system was extracted due to a systemic infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.